Event description:
It was reported that: the swg kinked while attempting to advance through the ars. Another wire was used successfully. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the swg kinked while attempting to advance through the ars. Another wire was used successfully. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one swg in its advancer for evaluation. No obvious signs of use was observed. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 34mm from the distal tip. The overall length of the guide wire measured 603mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.846mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. Performed per the instructions for use (IFU) statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had one kink towards the distal tip. The returned guide wire met all relevant dimensional requirements, and a device history record review based on a potential lot from sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Full UDI cannot be provided as no lot number was reported by customer. The customer returned one swg in its advancer for evaluation. No obvious signs of use was observed. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 34mm from the distal tip. The overall length of the guide wire measured 603mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.846mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. Performed per the instructions for use (IFU) statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had one kink towards the distal tip. The returned guide wire met all relevant dimensional requirements, and a device history record review based on a potential lot from sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the swg kinked while attempting to advance through the ars. Another wire was used successfully. There was no reported patient harm or consequence.